Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. It was reported fixation feature breakage. An opened labeled winding former and a needle-suture combination were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected; however, mark on the body needle appears to be by use of surgical instruments could be observed; also, body fluids and damage at some barbs were noted and a side of the fixation tab was broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Per the sample condition, the assignable cause of performance - fixation feature breakage it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a laparoscopic radical gastrectomy for gastric cancer on (B)(6) 2018 and a barbed suture was used. During the procedure, the tab detached. It didn't fall inside of patient. Changed new one to complete the procedure. There was no adverse patient consequences reported. No additional information was provided.